Event description:
It is reported that the device were implanted in 2001. Post-op, the device fractured at the body stem junction. The device was revised in 2008.

Manufacturer narrative:
Evaluation - the taper stem has fractured at the junction with the cone body. The package insert contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, or lack of proximal support of the body are involved. Not all of these factors are known for this case. There is no definitive indication that design or manufacture of the device contributed to the outcome described here. Risk management activity has been initiated. Should additional substantive information be received, this report will be amended.